Event description:
During a lap chole, the ezee bag was used to remove the gall bladder. When using the scope to remove the trocars at the end of the procedure, the doctor noticed that a piece of the bag (the bead) had fallen into the patient. They were able to retrieve the bead from the patient. Nothing was left behind.